Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and replaced cable assembly on off switch. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Event description:
N/a.

Manufacturer narrative:
Cs100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units screen not turning on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) units screen not turning on. There was no patient involvement reported.